Manufacturer narrative:
The power cord and backup battery were returned for failure analysis. A philips failure investigation (fi) senior technician conducted a failure investigation to identify the root cause of the device shutdown, and provided the following results: visual inspection of the power cord revealed evidence of excessively twisted power cord; visual inspection of the v60 backup battery revealed no evidence of damage or contamination. The backup battery had a manufacture date of 11-nov-2010. The manufactured date code was verified, and it has passed the useful life of this product; the backup battery output was measured and had a reading of 0.0 volts, and it should be at the spec of = 14.4 volts; the battery was charged for 48 hours, and the output was measured again and was at 16.35 volts. The power cord was installed in the fi test ventilator in an attempt to duplicate the reported problem; the power cord resistance did not stay within the specification of <0.2 ohms when flexing the power cord: l ¿ 0.9 ohms l-live single-phase (red or black) failed; n ¿ 0.8 ohms n- neutral white failed; pe ¿ 0.6 ohms pe- protective earth (green) failed; due to the excessively twisted damage and resistance out of specification no further testing is required on the power cord. The test ventilator powered up from ac and delivered breaths; the charging led indicator illuminated and flashed. The test ventilator operated for 2 hours without failures. It passed the internal battery test. The power on self-test (post) was executed 25 times without generating any failures. No failures were identified on the returned v60 backup battery. Physical damage resulted in the twisted damaged power cord.

Event description:
The customer called into technical support (ts) reporting that the device shut down. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. Customer stated that device was being set up for use when issue occurred. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer states during unit set up unit turned off, unknown if unit alarmed, no leds illuminated on front panel when plugged into ac power, customer believes it was a battery failure and is requesting onsite service. The rse dispatch to the field for onsite service. Further information is pending.

Manufacturer narrative:
A philips remote service engineer (rse) replaced the battery and power cord. The rse indicated that the system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
Based on new information provided by the customer, the device was in clinical use as it turned off while on the patient without warning. As a result, the patient was desaturated to ¿47 psi¿. The patient was placed on another device (unspecified), with no further medical intervention rendered. Further information has been requested.